Manufacturer narrative:
The device has been received. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the patient showed symptoms of over drainage, thus the physician tried to program the valve without success. It was then decided to explant the valve. After they explanted the valve, they recognized that the cam was dislodged from the base plate.